Event description:
As reported by the edwards (B)(4) affiliate, the patient underwent an implant of a 23mm sapien 3 valve in the aortic position by transfemoral approach for primary aortic stenosis. After nominal inflation deployment, the patient became hypotensive. The post-implant aortic root angiogram demonstrated extravasation of contrast constant with annular or aortic rupture. A pericardial effusion was detected on tte. The effusion was drained which resulted in improved hemodynamics, the patient was sedated, intubated, placed on ECMO, and transported to another or for emergency surgery. A sub-annular tear below the left-right commissure was reported. This was repaired with a bovine patch, the s3 valve was replaced with surgical valve but the patient passed away the evening of the procedure.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the annular rupture is unknown but may be caused by the patient's calcified annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information was received. The cardiologist and surgeon believe the annular injury was a result of the tavi implant. The annular tear was not successfully repaired, resulting in the patient's death.